Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017.no product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis was performed and no errors were found. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.